Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure, the distal end of the shaft broke upon removing it from the trocar. Therefore, the trocar was removed from the incision with the broken device. No unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.